Event description:
It was reported that the pump was not exposed to extreme temperatures, but intermittent temperature alarms occurred. There was no reported impact to the customer's blood glucose (bg) level. Customer was unable to clear the alarms and reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.